Manufacturer narrative:
A search for non-conformances associated with this part / lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for analysis and the investigation ongoing. Upon completion of the investigation, a supplemental MDR report will be submitted. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with the use of the device.

Event description:
It was reported that the physician was coiling an internal iliac artery using a catheter. He said that as he was deploying the coil it suddenly stopped deploying and got "stuck" in the catheter. He pulled back and the coil separated within the catheter, and he said the filar of coil just kept coming out. He pulled the catheter out and the rest of the coil came out of the body as well. He re-introduced the catheter and proceeded to deploy 3 more coils without issue. The patient was reported to be stable.

Manufacturer narrative:
Investigation conclusion: the investigation of the returned coil system found the implant stretched and separated from the pusher; however, no indications of activation using a detachment controller was found on the pusher heater coil. The investigation found the pusher's monofilament with a tensile break shape at the tip, which is consistent with the device experiencing force that exceeded the strength of the monofilament causing the implant to separate from the pusher. The physical evaluation of the device could not identify the conditions or circumstances that led to the stretched implant, but the damage is consistent with the device experiencing forces exceeding the implant's yield strength. The catheter used in the procedure was not returned, so the investigation could not determine if it had caused or contributed to the reported complaint.

Event description:
Please see section h11 for device investigation results.